Manufacturer narrative:
A partial lead with the pin measuring 24.1cm was returned for analysis. External insulation abrasion was noted at 7.5cm to 9.7cm from the pin consistent with lead friction to the ICD. The silicone tubing was not abraded in this location.

Event description:
This report is to advise of an event observed during analysis.